Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were returned for evaluation. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "a nurse entered the room and noticed chemo was starting to drip from the white port, under where the secondary line attaches. Daunorubacin was infusing. Approximately 1ml or less had leaked. Chux was immediately placed under area, and red fluid was observed on the chux. Chemo was completed, and tubing was removed from room per protocol."